Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. Subsequently, the manufacturer received information stating the patient alleged dizziness, headache, asthma (new or worsening), inflammatory response, cancer, strokes, mi/respiratory arrest (myocardial infarction), and general irritation. Medical intervention was no specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Updated: section b: adverse event/product problem and outcomes attributed to ae updated. Section d: product UDI - device identifier updated. Section e: occupation updated. Section h: type of reported complaint updated. Patient outcome code updated. Health impact grid updated. Evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated. Recall number updated.